Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt's daughter contacted lifescan (lfs) alleging that the pt's onetouch ultramini meter was reading inaccurately high compared to her feelings and/or normal results. The medical surveillance spoke with the pt on november 24, 2009, and obtained the following info. The pt confirmed that ten days prior to contact to lifescan, at approx 4:30pm, she obtained a blood glucose reading of "297 mg/dl" with the subject meter. The pt claimed she took an increased dose of insulin (type and amount not recalled) in response to the alleged high result (based on her sliding scale). Approx 30 minutes later, she became sweaty and lethargic. The pt denied being tested with the subject meter at the onset of the symptoms; however, claimed her daughter called emergency services and then treated her with food and/or drink. When emergency services arrived, the pt confirmed her blood glucose was in the "70 mg/dl" range when tested with the ems meter. The pt reported that she was treated with additional food and/or drink by ems and felt better afterwards. At the time of troubleshooting, the cca noted that the reporter did not have control solution to test the reported products. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia after the alleged meter issue began.